Manufacturer narrative:
All available information indicates that the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, when this transvenous defibrillation lead was connected to the new device, there was no pacing or sensing observed. The lead was tested with the pacing system analyzer (psa), with normal measurements; however, when the physician pressed on the lead tip, pacing and sensing were lost. It was noted that the patient was not pacemaker dependant. The physician then inspected the terminal pin, and noted insulation separation between the terminal pin and proximal ring on the is-1 portion of the lead. It was questioned if the lead could be exhibiting the endotak dsp is-1 long pin ((B)(6) 1999) advisory behavior. The pace/sense portion of the lead was surgically capped. To date, there have been no reported adverse patient effects related to this clinical observation.